Event description:
Facility alleges pt reaction during dialysis. Pt developed severe pain in head radiating to back. Treatment discontinued. Symptoms subsided. Pt's first treatment. No subsequent problems with dialysis.